Event description:
On (B)(6) 2014, while doing a primary hip, the surgeon reamed to 49 and attempted to implant a 50 trident hemi shell. Did not seat to his liking. He then reamed to 51 and implanted a 52 hemi shell. Again shell did not seat. He then reamed to 55 and implanted a 56 hemi with 3 screws. Case proceeded, during trial reduction, he noticed the shell had shifted. He removed the screw and shell and noted a fracture. He then contacted another surgeon who in turn referred the case to a third surgeon. That surgeon came to the o.r, scrubbed in and examined the hip. He then decided to ream the acetabulum larger. The acetabulum was reamed to 63mm, 60cc of bone graph was added and a 64mm shell was implanted with 2 screws. The third surgeon left and original surgeon completed surgery. Post-op films in recovery showed that shell moved. A revision surgery was scheduled for (B)(6) 2014 . After revision surgery, the surgeon stated that the failure of the primary hip was not caused by the implant.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding a periprosthetic fracture involving an unknown reamer was reported. The event was confirmed. A review of the provided medical records and x-rays by a clinical consultant indicated: issue with revision of trident hemispherical cup due to acetabular fracture 2-days post primary arthroplasty in a (B)(6) female with obesity. During surgery a fracture had been recognized during progressive size cup reaming and implantation. Despite extra cancellous screw fixation, cup position proved unstable and revision surgery was undertaken 2-days later. No details available on revision surgery neither outcome. X-rays post event confirm a trans-acetabular fracture with migration of the whole cup with screw attached towards the inside of the pelvis. No implants were returned for investigation. The principal root cause of failure in this case is the occurrence of an acetabular fracture during primary arthroplasty, not an exceptionally rare complication with cup implantation and also often not recognized during the procedure. Also in this case, the problems were recognized only during a late phase of the procedure and even then no appropriate action was undertaken. As such this problem is procedure-related by definition. There is no evidence for the presence of device-related factors to contribute to the problem as also confirmed by the surgeon after the procedure. Root cause of failure in this pi case is procedure-related as related to surgical technique and not device-related. Conclusions: the root cause of the event was determined to be procedure related as confirmed by the clinician review. There is no evidence for the presence of device-related factors to contribute to the problem as also confirmed by the surgeon after the procedure.

Event description:
On (B)(6) 2014, while doing a primary hip, the surgeon reamed to 49 and attempted to implant a 50 trident hemi shell. Did not seat to his liking. He then reamed to 51 and implanted a 52 hemi shell. Again shell did not seat. He then reamed to 55 and implanted a 56 hemi with 3 screws. Case proceeded, during trial reduction, he noticed the shell had shifted. He removed the screw and shell and noted a fracture. He then contacted another surgeon who in turn referred the case to a third surgeon. That surgeon came to the operating room, scrubbed in and examined the hip. He then decided to ream the acetabulum larger. The acetabulum was reamed to 63mm, 60cc of bone graph was added and a 64mm shell was implanted with 2 screws. The third surgeon left and original surgeon completed surgery. Post-op films in recovery showed that shell moved. A revision surgery was scheduled for (B)(6) 2014 . After revision surgery the surgeon stated that the failure of the primary hip was not caused by the implant.

Manufacturer narrative:
The device is an unknown 49mm reamer. Unknown 51mm reamer and 55mm reamer were also involved in this event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. According to the surgeon, the devices did not cause the incident. Therefore, he would not release the devices for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Surgeon would not release devices.